Manufacturer narrative:
The reported event of lead migration cannot be confirmed through product testing alone. As received, both octrode leads showed compression mark on the outer tubing and had setscrew marks were present on the insertion contact, indicating they were secured. No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18928. It was reported that the patient experienced ineffective stimulation. Imaging confirmed the leads had migrated. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. Post-operatively, stimulation therapy was restored.